Event description:
A holmium fiber was reportedly broke during usage. The customer stated, "it broke when it was being placed" prior to the operation beginning. Additionally, the customer stated that the, "connector came apart when the fiber was dropped when the fiber was replaced to another one".

Manufacturer narrative:
The device returned for evaluation was reviewed and it was confirmed that the fiber was broken which was consistent with comments received from the complainant. The laser fiber did not exhibit any manufacturing defects, and it was noted upon review of the rfid information that the laser fiber was utilized for a total of 17290j, which provides objective evidence the laser fiber was operating as intended. Additionally, all laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating within specification. A root cause for the fiber breakage was likely due to handling or mechanical force placed on the laser fiber. It is recognized that the customer also stated the laser fiber was "dropped". It is also acknowledged that during review of the laser fiber returned, burn damage was noted at the sma connector. The breakage of the fiber and burn damage noted are recognized to be unrelated to the devices operational capacity, as no manufacturing defects were revealed during the evaluation of the device.